Manufacturer narrative:
The investigation determined that a higher than expected vitros phyt quality control result was obtained from a qc fluid when using vitros chemistry products phyt slides on a vitros 5600 integrated system. The investigation was unable to determine a definitive assignable cause; however user error due to improper pre-analytical fluid handling or a transient reagent issue could not be ruled out as contributing factors. The investigation was able to rule out an unexpected vitros 5600 system malfunction.

Event description:
The customer reported that a higher than expected vitros phyt quality control result was obtained from a qc fluid when using vitros chemistry products phyt slides on a vitros 5600 integrated system. Vitros phyt qc result: 33.48 ¿g/ml vs expected 26.11 ¿g/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. Patient results were not affected; however, the investigation cannot conclude that patient samples would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).